Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the second firing of the device the staples formed at the proximal and distal sections of the staple line, but not in the middle segment of the staple line. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.